Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient age and weight were not provided. Patient reported symptoms began on (B)(6) 2015 but exact date of plate breakage is unknown. Additional device product code--hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that she had a femoral plate implanted on (B)(6) 2014 ¿after her doctor had to break her right leg¿ to perform a total knee replacement. On (B)(6) 2015, the patient stated she started having pain and when she tried to stand up, she couldn¿t put weight on her leg. She had an x-ray on approximately (B)(6) 2015, and the patient reported that the "plate was broken which then re-broke [her] leg." Revision surgery was performed on (B)(6) 2015 and the broken plate was explanted. The patient was then revised with two unknown devices during this surgery. The patient reports that she still suffers from pain and her recovery has been slow. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: based upon medical records received on (B)(6) 2015, the following details are now available: it was reported that the patient underwent a total knee arthroplasty (right) and femoral osteotomy with correction of a mal-union using a synthes plate on (B)(6) 2014. The patient was treated post-operatively with ms contin and oxycodone. On the second day postoperative, the patient received (B)(6) units of blood due to anemia. The patient was discharged to rehab on (B)(6) 2014. On (B)(6) the patient returned for a follow up visit. Her staples were removed. The surgeon noted that the incision area "looked great" and documented that motion actively increased from 0-45 degrees with full extension. X-rays taken during that appointment showed good positioning and alignment of the knee replacement in the femoral stem. Good positioning and alignment of the femoral osteotomy site was also noted, but no evidence of healing at this juncture was visible. On (B)(6) 2015, an x-ray revealed a fracture through the plate, increased angulation at the osteotomy site, and periosteal reaction noted medially. On (B)(6) 2015, a physician's assistant reported that the patient developed a non-union with plate failure at the site of the prior corrective osteotomy for a mal-union of her mid-shaft femur. It was reported that the plate failed due to the non-union and the fact that the bone did not heal. The patient presented with symptoms of pain and swelling in the thigh. On (B)(6) 2015, she underwent an open reduction internal fixation (orif) procedure for a fractured right femur, above the total knee prosthesis. She was discharged to home therapy on (B)(6) 2015. During a follow up visit on (B)(6) 2015, an x-ray revealed the presence of bone graft and an osteotomy at the mid-shaft with an increase in adjacent callus. The hardware fracture seen on prior images is no longer visible/present. There is improved alignment in comparison with prior exam(s). The bone appeared to be demineralized. The patient reported she had to reschedule her other knee replacement due to right leg weakness.